Event description:
Complainant alleged that the medics were treating a pt who was in cardiac arrest. The medics were using stat pads multi-function electrodes (part number 89004000, lot number 1800, expiration date 04/29/2001) with the device. The pt was presenting a ventricular fibrillation heart rhythm. The complainant indicated that CPR was performed subsequent to the electrodes being applied to the pt. The medics attempted to defibrillate the pt at 200 joules, but the device displayed a "poor pad contact" error message. The medics obtained a second device and shocked the pt nine times. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction. Please reference the attached copy of the electrode's package insert which advises the user: "do not conduct chest compressions through the pads. Doing so may cause damage to the pads that could lead to the possibility of arcing or skin burns."